Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the maintenance, the subject device could not be turned on. Only the power indicator was lit up. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated due to the failure of the electrical circuit board. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from oml, omsc concluded that the reported phenomenon was attributed to the failure of the circuit board. The subject device was not returned to omsc, the exact cause of the failure of the circuit board could not be conclusively determined. However, there was the possibility that it was attributed to the failure due to aging deterioration because about 7 years had passed from the subject device had been manufactured. If additional information becomes available, this report will be supplemented.